Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable, and the right ventricular lead integrity alert was triggered. Also, there was a r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-sustained events that looked like noise as well as high, variable pacing impedance due to a questionable lead fracture. A lead revision was attempted but access was unable to be gained due to subclavian stenosis. A second revision for lead extraction and replacement is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.